Event description:
Event desc: ECMO was activated for a pt who had a cardiac arrest and was receiving CPR. While the ECMO circuit was being set up. The ECMO circuit was placed into the roller head of the pump incorrectly. The circuit was placed in the pump raceway backwards which caused the circuit to fill with air. The circuit was clamped, the problem identified and the circuit was de-aired. Estimated length of time from until issue was identified was about 5-6 minutes. This incident occurred prior to being used on the pt. The user was very familiar with the device. We have not seen this occur previously at our facility. We are currently taking steps to prevent this from happening in the future such as labeling the tubing, and the pump with directional arrows as well as doing a time out to check the tubing for proper placement. We suggest that there should be a better manufacture design such as color coding the lines with red for arterial and blue for venous. Additionally, more info is needed to guide the user in the correct circuit placement. The tubing does not currently come with instructions for loading the pump.